Manufacturer narrative:
The customer reported tubing came apart, and the customer returned 8 samples, there were also two labels for material 20128e, lot 24059101. The sets were visually examined, and the complaint was verified. There were 8 samples total, 6 with separation at tubing/female luer, and 2 without separation. The separated tubings were examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation at female luer to be related to the solvent application process. The process was done incorrectly by the assembler. The material 20128e is under process of obsolescence, and during this time, the production of the sku is not scheduled. Since the sku is not expected to be manufactured or released, no actions to the assembly were necessary. If the material is to be manufactured, there will be a standard work instruction reinforcement with the production personnel. Device history record review for model 20128e lot number 24059101 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set separated the following information was received by the initial reporter with the following verbatim: it was reported by customer that filter tubing coming apart.